Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states the pump errors are recurring errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. We were unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no alarms noted. The insulin pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.